Manufacturer narrative:
A copy of a valve examination report was received from the medical devices agency in the u.k. On june 30, 1998. The valve was not returned to the MFR. An eval of the valve was not returned to the MFR. An eval of the valve was completed by a lab in england at the request of the u.k. Medical devices agency. The valve was examined by optical microscopy using incident light illumination at magnifications of between 7x & 40x & by a scanning electron microscope at magnifications of between 20x & 1250x. According to the copy of the lab report, the left leg of the outlet strut was partially intact & the right leg was completely separated from the housing. The report states that, "the resulting rotation of the outflow strut with respect to the housing was sufficient to allow release of the disc." The report also states that wear was noted on the "inner aspect of the flange," the disc contact sites on the inlet strut & at the base of each leg, & at the tip of the outlet strut. A normal pattern of wear was observed on the disc surface. The info contained herein is being provided to FDA to comply with regulations relating to medical device reporting. The submission of this report does not reflect a conclusion or admission by shiley incorporated that the device caused or contributed to any death, serious injury, serious illness, or malfunction, or that the device was defective in any way.

Event description:
According to info obtained by the claims administrator for the bowling-pfizer settlement funds, the pt died prior to treatment; the cause of death was reported as "acute heart failure with pulmonary oedema and this may very well be related to the presence of the disruption of the aortic valve bearing the prosthesis which had been inserted some years previously".